Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt cable connecting ECG c and ECG d was cut and ECG d was severed and missing. The root cause for the damaged cable and missing ECG was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt failed incoming functionality testing.